Event description:
Rep reported, ¿we were doing a left femur fracture. Surgeon put on axsos plate. When he was tightening, the screw, the screwdriver snapped.¿

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.